Event description:
The complainant reported that an automated impella controller experienced a battery failure during use in the catheterization lab. There was no documented patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-25193 was submitted in accordance with updated procedures. H.6 code 4114 was reported incorrectly on initial manufacturer device report number 1220648-2024-25193 as the device was returned. H.10 revised additional manufacturer narrative as it was reported incorrectly on initial manufacturer device report number 1220648-2024-25193 as the device was returned.